Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited cross talk oversensing, a gradual rise in capture threshold, and a low morphology of intrinsic amplitude. It was suspected that this rv lead had migrated toward the right atrium contributing to oversensing on both the rv and shock channels. This patient has chronic atrial fibrillation, and the right atrial (ra) lead port was plugged following a recent watchman implant. Previous stored episodes showed recurrent ventricular arrhythmia detections with consistent atrial flutter oversensing, while earlier recordings did not demonstrate this pattern, raising concern of a possible rv lead dislodgement. As the rv lead is integrated bipolar, there is a possibility that the coil has shifted toward the atrium and is now sensing atrial activity. Later, the rv capture threshold was confirmed to be within acceptable limits. Technical services (ts) recommended obtaining x rays and comparing these with previous implant images to assess potential changes in lead position, along with reprogramming options to address the oversensing. A defibrillation threshold (dft) test was also recommended if the rv sensitivity is adjusted. This crt-d lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited cross talk oversensing, a gradual rise in capture threshold, and a low morphology of intrinsic amplitude. It was suspected that this rv lead had migrated toward the right atrium contributing to oversensing on both the rv and shock channels. This patient has chronic atrial fibrillation, and the right atrial (ra) lead port was plugged following a recent watchman implant. Previous stored episodes showed recurrent ventricular arrhythmia detections with consistent atrial flutter oversensing, while earlier recordings did not demonstrate this pattern, raising concern of a possible rv lead dislodgement. As the rv lead is integrated bipolar, there is a possibility that the coil has shifted toward the atrium and is now sensing atrial activity. Later, the rv capture threshold was confirmed to be within acceptable limits. Technical services (ts) recommended obtaining x rays and comparing these with previous implant images to assess potential changes in lead position, along with reprogramming options to address the oversensing. A defibrillation threshold (dft) test was also recommended if the rv sensitivity is adjusted. This crt-d lead remains in service. No adverse patient effects were reported. Additional information received confirmed that the rv lead was explanted due to dislodgement and successfully replaced. This lead was disposed of at the facility and therefore will not be returned. No additional adverse patient effects were reported.